Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a (B)(6) female patient had a rash under all 3 therapy electrodes. The patient's physician gave her a cream for the rash and suggested taking an allergy medicine. The outcome of the rash is unknown.